Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection at lead and ipg site. Symptoms were redness and drainage. The patient was admitted and underwent an explant procedure wherein the paddle was left in the epidural space. The patient was prescribed antibiotics.

Manufacturer narrative:
(B)(4) device evaluation indicated that the source of the complaint was not determined. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. (B)(4). Device evaluation indicated that the source of the complaint was not determined. The lead was cut during the explant procedure, and the paddle was not returned. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. (B)(4) device evaluation indicated that the source of the complaint was not determined. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had an infection at lead and ipg site. Symptoms were redness and drainage. The patient was admitted and underwent an explant procedure wherein the paddle was left in the epidural space. The patient was prescribed antibiotics.